Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged. In a revision procedure, the lead was explanted and successfully replaced. No adverse pt effects were reported.